Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Manufacturer narrative:
This investigation is still in progress. Once the investigation is completed, a supplemental report will be provided. Related report:1221359-2022-00757.

Event description:
The consumer reported on social media two false negative results with the binaxnow covid-19 antigen self test, performed on unknown dates, using unspecified sample types. The first antigen self test was taken as stated by the consumer on "day two of experiencing symptoms" which generated a negative result. The second antigen self test was performed on the "fourth day of experiencing symptoms" which generated a negative result. Confirmation pcr testing was performed on the "sixth day" using an unspecified sample type, which generated a positive result. No additional patient information, including treatment and outcome, was provided. This manufacturer report addresses false negative result 2 of 2.